Event description:
It was reported that 3 bd luer-lok¿ tip syringe barrels were cracked and leaked medication during the IV site injection. The following information was provided by the initial reporter: "on the weekend, ICU used a syringe that was split up the side. The staff were using the syringe to draw up medications for rapid sequence intubation. When injecting medication into the patient¿s IV site, the medication shot out a side of the split barrel of the syringe. Due to the malfunction of the syringe, treatment was delayed as the staff needed to debit new medication and then draw it up into a syringe for administration."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-20. H6: investigation summary four photos, one loose 10ml syringe (p/n 302995), and two 10ml syringes sealed in blisterpaks from batch #1082949 were received. The samples were visually evaluated. The two sealed samples had no visible defects present and were acceptable per product specification. A large crack extending from the 2ml grad line to just beyond the 10ml grad line was present outside of the print area. There also appeared to be remnants of a customer applied label in the same area as the crack. The syringe was non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1082949 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip syringe barrels were cracked and leaked medication during the IV site injection. The following information was provided by the initial reporter: "on the weekend, ICU used a syringe that was split up the side. The staff were using the syringe to draw up medications for rapid sequence intubation. When injecting medication into the patient¿s IV site, the medication shot out a side of the split barrel of the syringe. Due to the malfunction of the syringe, treatment was delayed as the staff needed to debit new medication and then draw it up into a syringe for administration."